Event description:
It was reported that the bd alaris pump module smartsite infusion set experienced leakage. The following information was provided by the initial reporter: heparin gtt infusing into r upper arm endurance catheter. Upon assessment this rn noted, patient sleeve was wet. All connections intact. Antixa results came back low at 0.04. Heparin gtt infusion switched to peripheral IV on the left forearm, PICC nurse consulted to evaluate endurance catheter. After assessment it was determined that leakage was happening from IV primary tubing, consequently tubing replaced to a new one. Next antixa went up to 0.12 unable to increase herapin dose due to leakage. Patient was not receiving correct dose of heparin. Qty not guarantee not provided on initial report.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device expiration date: unknown. Device manufacture date: unknown.

Event description:
It was reported that the bd alaris pump module smartsite infusion set experienced leakage. The following information was provided by the initial reporter: heparin gtt infusing into r upper arm endurance catheter. Upon assessment this rn noted, patient sleeve was wet. All connections intact. Antixa results came back low at 0.04. Heparin gtt infusion switched to peripheral IV on the left forearm, PICC nurse consulted to evaluate endurance catheter. After assessment it was determined that leakage was happening from IV primary tubing, consequently tubing replaced to a new one. Next antixa went up to 0.12 unable to increase herapin dose due to leakage, patient was not receiving correct dose of heparin. Qty not guarantee not provided on initial report.

Manufacturer narrative:
H6: investigation summary no product or photo ( mat # 2426-0500) was returned by the customer for investigation. It was reported by customer that "leakage was happening from IV primary tubing could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because a lot number was not provided by the customer. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.